Event description:
Customer called in to customer service to report that the transformer for her pump in style has just come apart at the lines that hold it together.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempts by letter were unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore no conclusion can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information of the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.